Manufacturer narrative:
The customer was advised to send the cv-190 for socket connection evaluation, however, the subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device video system is getting no image with 180 scope models however, it worked with 190 scope models. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported phenomenon occurred due to operational amplifier failure of dr board. It was presumed that the unlock lever or electrical contact pin may have failed due to the customer pushing hard on the unlock lever of the video connector receiver or inserting the scope cable with excessive force. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.